Manufacturer narrative:
510(k) number: k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Title of literature review: ''factors that affect stent -related complications in patients with malignant obstruction of the esophagus or gastric cardia'' iwasaki et al 2017. Major complications occurred in 14 patients (26.4%), including three (5.7%) with hemorrhage. Of the 3 with hemorrhage - 2 required blood transfusion, however table 1 confirms only 1 cook evolution stent was used out of 53 which were used overall, therefore only 1 case of hemorrhage requiring blood transfusion could have potentially been attributed to a cook evolution stent. Therefore, this file is created to capture 1 case of hemorrhage requiring blood transfusion that could potentially be linked to a cook evolution device. This is not confirmed and this is a conservative assessment. Three types of stent were used in this literature review: partially or uncovered ultraflex stents (boston scientific), partially covered or uncovered niti-s stents (taewoong medical) and partially covered evolution stents (cook medical). We cannot confirm that the cook evolution stent was related to this this specific adverse event so this is a conservative assessment.

Event description:
Title of literature review: ''factors that affect stent -related complications in patients with malignant obstruction of the esophagus or gastric cardia'' iwasaki et al 2017 major complications occurred in 14 patients (26.4%), including three (5.7%) with hemorrhage. Of the 3 with hemorrhage - 2 required blood transfusion, however table 1 confirms only 1 cook evolution stent was used out of 53 which were used overall, therefore only 1 case of hemorrhage requiring blood transfusion could have potentially been attributed to a cook evolution stent. Therefore, this file is created to capture 1 case of hemorrhage requiring blood transfusion that could potentially be linked to a cook evolution device. This is not confirmed and this is a conservative assessment. Three types of stent were used in this literature review: partially or uncovered ultraflex stents (boston scientific), partially covered or uncovered niti-s stents (taewoong medical) and partially covered evolution stents (cook medical). We cannot confirm that the cook evolution stent was related to this this specific adverse event so this is a conservative assessment.

Manufacturer narrative:
PMA/510(k)#: k162717. The evo -pc- e device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document-based investigation was conducted. This file was created from the attached journal article. Literature review outlines major complications occurred in 14 patients (26.4%), including three (5.7%) with hemmorrhage. Of the 3 with hemmorrhage - 2 required blood transfusion, however table 1 confirms only 1 cook evolution stent was used out of 53 which were used overall, therefore only 1 case of hemorrhage requiring blood transfusion could have potentially been attributed to a cook evolution stent.three types of stent were used in this literature review: partially or uncovered ultraflex stents (boston scientific), partially covered or uncovered niti-s stents (taewoong medical) and partially covered evolution stents (cook medical). We cannot confirm that the cook evolution stent was related to this this specific adverse event so this is a conservative assessment. This file captures 1 case of hemorrhage requiring blood transfusion that could have potentially been related to a cook evolution stent however we are unable to confirm, this is a conservative assessment. As the evo -pc- e device from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo -pc- e devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, which informs the user about the potential complications "potential complications associated with ercp include, but are not limited to : pancreatitis, cholangitis, cholecystitis, cholestasis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication , hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Additional complications that can occur in conjunction with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum; perforation; obstruction of the pancreatic duct; stent migration; stent occlusion; ingrowth due to tumor or excessive hyperplastic tissue; tumor overgrowth; stent misplacement, pain, fever, nausea, vomiting, inflammation, recurrent obstructive jaundice, bile duct ulceration, death (other than due to normal disease progression).¿ on review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, haemorrhage is listed as a potential complication. Information received is not sufficient enough to confirm that it was the cook stent that contributed to the event. Customer complaint is confirmed based on customer testimony. The patient outcome is unknown. However, we do know that the patient required a blood transfusion as a result. Complaints of this nature will continue to be monitored for potential emerging trends.